Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was under-fill or low draw of a tube with blood, discolored/abnormal additive form and defective component the following information was provided by the initial reporter. The customer stated: the " tubes have air bubbles in them thus resulting in additive abnormality and "negative pressure" which is resulting in draw volume. "

Manufacturer narrative:
H.6. Investigation summary: catalog number: 366668. Batch number: 1298002. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd sumter received 1 customer photo and 1 shelf pack (100 customer samples) for review and analysis. The photos confirm the reported issue of additive abnormality in the tubes. The photos are unable to confirm underfill and decapping/stopper creepout. Therefore, this complaint for additive abnormality is confirmed. 29 customer samples were sent to franklin lakes for appropriate testing for 2nd stopper creepout/ decapping. The samples were subjected to a 1st and 2nd stopper pullout test with 0 of 5 samples resulting in 2nd stopper creepout/ decapping. Therefore, bd is unable to confirm decapping based on customer sample testing results. Based on a review of batch records and the investigation results, no root cause from the manufacturing process has been identified as a contributor to decapping/stopper creepout. 20 customer samples were subjected to a draw test for low or no draw. All tubes were within specification. Tubes ranged in draw from 2.810(ml) ¿ 2.855(ml) with a specification range of 2.7(ml) ¿ 3.3(ml). The stated label draw of 3.0 ml draw based on a review of batch records and the investigation results, no root cause from the manufacturing process has been identified as a contributor to underfill. 30 customer samples were subjected to a visual test for additive abnormality.12 of 30 customer samples failed the visual inspection test for additive abnormality. Therefore, bd is able to confirm the additive abnormality through visual inspection. Bd was able to confirm the customer¿s reported failure mode with the photos provided by the customer. The root cause of the additive abnormality is a clogged nozzle, normal processes include a visual inspection by a ta every 1 hour. Further processing of the tube occurred as a result of inadequate purging of the tube. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was under-fill or low draw of a tube with blood, discolored/abnormal additive form and defective component the following information was provided by the initial reporter. The customer stated: the " tubes have air bubbles in them thus resulting in additive abnormality and "negative pressure" which is resulting in draw volume. "